Event description:
The event is reported as: the customer alleges that the laryngoscope did not light up. When the tech attempted to remove the battery, the tab was either already broken in the handle or it broke during extraction of the battery. No report of pt injury or harm.

Manufacturer narrative:
Product usage when alleged defect was encountered is unk at the time of this report. It is unk if the device sample is available for eval.